Event description:
It was reported that the mobile power unit (mpu) was alarming when in use without displaying an indicator light.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming without displaying an indicator light was confirmed and reproduced. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), a visual inspection was performed and found no anomalies. The mpu was connected to a test mock loop. The reported alarm was reproduced when the patient cable was manipulated. The patient cable was replaced, and the unit then passed all tests. The unit was returned to the customer site and is ready for use. The patient cable was forwarded to ppe for further analysis. The patient cable was connected to a test unit, and an audible alarm activated when the cable was manipulated near the connector side. Insulation testing revealed that the red echo wire was shorting against the shield. The patient cable was stripped, and the red wire was noted to have its conductor exposed about 32 inches from the connector. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause for the reported event was due to the echo wire shorting to shield in the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7: ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5: ¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.